Manufacturer narrative:
Additional information: device was prepped per IFU by an experienced user. No resistance felt during advancement. No component detached. Device was separated during removal from patient. No vessel damage reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device returned coiled in a biohazard pouch. The device was decontaminated with a cidex opa solution and a tergazyme soak the ca pture wire was not loaded in the delivery catheter. No damage observed to the filter basket or the distal floppy tip. A detachment was observed on the green delivery catheter. Only approximately 10cm of the green tubing remained on the returned catheter. The total length of the returned catheter was approximately 1493-.5cm. The distal section of the green delivery catheter was not returned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the spider fx embolic device during procedure to treat a plaque lesion in the distal location of the right superficial femoral artery(sfa) with 80% stenosis. There was no vessel tortuosity. Artery diameter was 4mm and lesion length was 30mm. The vessel was post dilated and IFU was followed. It was reported that when advancing the spider into the trailblazer from the delivery catheter,the delivery catheter broke where the proximal portion of the clear housing meets the green. The procedure was completed by using a new spider device. No patient injury reported.